Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during operation of pneumothorax, the surgeon used the cutting closure device to clamp the tissues of the patient. After fired, all the reload was scattered and could not normally close the tissues. The reload did not fall on the lung tissues but did not harm the patient. The doctor immediately replaced the new cutting closure device, then the reload was normally fired, and the incision of the patient's tissue successfully completed the closure. There was no patient injury.